Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va33qzr serial # implanted: (B)(6) 2026; explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 26-nov-2026, UDI#: (B)(4). B3: event date is unknown, see b5 for date range if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urina ry/bowel dysfunction it was reported that in great pain after the device was shattered (B)(6) 2026. Pain gotten worse. They order replacement. Additional information was received from the patient. They reported that they were in a major car accident on sunday (B)(6) 2026) and that they knew for a definite fact that the therapy was now no longer working at all. The patient stated they had never been so happy when they got their implant because they worked 12 years to get the implant and it worked wonderfully up until someone "shattered the device in 3 seconds" on (B)(6) 2026. The patient said a significant other had shoved them with such full force against a counter that they could feel the implantable neurostimulator (ins) crack and they knew it because they'd been a medic in the war that there was damage and they felt all bruises all around it and the ins no longer worked after that. The patient said then the car accident on sunday, caused everything to move, shift down and it felt like half of a baseball, it was so swollen. The patient said the force of the accident on sunday, they'd been going 65 mi per hour and came to a dead stop at impact and they knew whatever was left of the device went down into their tailbone. The patient said parts of it was in the right place but a lot of it had shifted. Patient said the lead wire was up above in their back down towards the left of their tailbone and that the lead wire was just about up through their skin. The patient said they were massaging it to make sure it didn't break through. Patient said they were concerned that something would shift up to their heart and kill them and felt it was a matter of life or death and they needed to see a doctor who would work with the va. Patient said no one at the emergency room wanted to touch them because they didn't know anything about the device/therapy. They said they had a scheduled appointment coming up on (B)(6) 2026 with another hcp who knew the therapy. Patient services reviewed the role of patient services with the patient and redirected the patient to follow up with a managing hcp to further address their issue and sent the patient physician listings. Patient also mentioned that they heard a "beeping" coming from the implant. They had also been talking about their external devices at the time and that they'd recently received new ones but they were certain that the beeping was coming from the implant.